Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was that they experienced high blood glucose level. Customer¿s blood glucose level was 27 mmol/l at the time of incident and current blood glucose level was 11 mmol/l. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer stated that the cannula was bent. Troubleshooting was performed for high blood glucose level and bent cannula. The device will not be returned for analysis.